Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The device was explanted for medical reasons. However, this device had an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's surgical site has healed. The recipient is presenting with pain. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infected hematoma due to a head trauma incident two weeks post initial surgery. The recipient underwent a skin flap surgery. After three months of device use, another bi-loped advancement flap surgery was performed. The device became extruded two months later. The recipient's device was explanted. The skin flap is healing. Reimplantation is being considered.